Manufacturer narrative:
The reported event of ble drop was confirmed. Based on the information provided, it was seen that during the implant reconnection was successful. The device was performing per design.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited bluetooth low energy (ble) telemetry issue. No intervention was performed. The condition of the patient was unknown.